Manufacturer narrative:
Insulin pump had moisture damage noted on electronic assembly and motor assembly. However insulin pump passed self test and displacement tests. Insulin pump had dog chew marks noted on case. Insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
Customer reported dropping the insulin pump in the pool. Customer stated that moisture is visible under the screen of the insulin pump. Customer's current blood glucose reading is 225 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.